Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which displays the material and batch information but does not provide any details regarding the defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes bounced back (popped out) instead of fitting securely into the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes bounced back (popped out) instead of fitting securely into the holder. No adverse impact was reported regarding the patient or user.